Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation of the pacemaker, two false episodes of high ventricular rate were discovered. It was determined that the episodes were caused by far field p wave oversensing. All other measurements were otherwise stable. The physician elected to not make any changes and continue to monitor the patient regularly at this time. The patient did not report any symptoms or complaints.